Event description:
The customer reported the table was stuck in an elevated position. No report of pt and or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The limit switch was reset. The system was then found to be operating as intended.